Event description:
Related manufacturer report number: 3006705815-2019-02803, 1627487-2019-08486. Additional information received indicates that patient underwent surgical intervention where in the system was explanted. The patient received no complications during the procedure.

Manufacturer narrative:
Investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete patient information. Event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2019-02803, 1627487-2019-08486. It was reported the patient experienced inadequate stimulation with their scs system. Troubleshooting was not able to resolve the issue. As a result, surgical intervention may occur to address the issue.